Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not confirm the reported observation.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced "stimulation in the pocket" since implant. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced "stimulation in the pocket" since implant. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.